Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
A nurse reported an IV antibiotic (50 ml bag) infused in 10 minutes instead of the expected 30 minutes. Upon review in biomed, it was determined "rn selected 600/100 from alaris pump library, therefore the pump was programmed to infuse at a rate of 200/hr over 30 minutes. However because the amount to be infused was 50 ml the med fluid infused over 15 minutes." There was no report of patient harm, no investigation was requested.